Event description:
This case involving a device, reported by a pt. The pt received human insulin isophane suspension (humulin n) via a pen injector device (humapen ergo, teal-clear) for the treatment of diabets. The pt operated the device; however, it was unk if the pt was a trained user. Duration of humapen use was unk. The pt's medical history was not provided and it was unk if the pt received concomitant medications. In 2002, while being treated with humulin n (dose unk, twice daily during the day) via humapen (40101, ms8929) the pt was hospitalized with dehydration. Upon admission, the pt's blood sugar was over 22 (mmol/litre) versus their normal range of 7-9 (mmol/litre). At this time, the pt's ketone was 3.5. While in the hosp, the pt stated that the insulin cartridge was cracked half way up and that the humapen's plunger was stuck. The pt also noticed that the humapen was chipped. Each time the pt administered insulin, their humapen had no resistance, which the pt though unusual. The pt usually placed their humapen in their purse. The pt was discharged from the hosp 5 days later feeling fine. The pt continues treatment with humulin n and will return the device and humulin n cartridge to their pharmacy. Further info is being requested.